Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Also, this ra lead had incurred electrode end damage. Additional information was received indicating that the patient acquired pocket infection after device changeout done a month ago. In addition, the physician attempted to fully extract the ra lead, however, during the extraction procedure the lead's distal tip was removed and a piece still remains in the patient¿s body. Moreover, the lead was not returned and currently in possession with the hospital. The ra lead was explanted. There were no additional adverse patient effects reported.